Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 400 mg/dl and their sensor glucose read 150 mg/dl. The customer also reported a bad sensor alert after they turned off their insulin pump. The customer stated they had changed their sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.